Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump all functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer's mother called to report a hospitalization due to diabetic ketoacidosis. Blood glucose reading was 327 mg/dl. The hospitalization occurred on (B)(6) 2014. The insulin pump had been alarming for no delivery sporadically for the past five months. The customer had tried changing the infusion sites, infusion set models and sets. The alarms have persisted despite the changes made. Blood glucose reading was 480 mg/dl when the customer went to the hospital but had gone down to 300 mg/dl when they arrived due to manual injection treatment. The customer was treated with intravenous insulin drip. The customer was wearing the insulin pump at the time of the emergency room visit. Customer did not save any of the used sets for analysis. Advised to call back when no delivery alarm occurs so troubleshooting can be performed. The insulin pump will be replaced. Nothing further reported.